Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event breast cancer (pt: breast cancer) was deemed to meet the serious criteria of required intervention to prevent permanent damage, because a contributory role of the treatment with prolaryn gel could not be ruled out with certainty. The device history record of prolaryn gel injectable implant could not be reviewed, as the lot number was not reported.

Event description:
This consumer case was received from a us consumer and concerns a female patient. She was injected with prolaryn gel, for laryngoplasty, on (B)(6) 2022. After the prolaryn gel injection, the patient experienced breast cancer. In (B)(6) 2024, she was diagnosed with it. The cancer developed on the left side, same side as the implant. The outcome of the event was unknown.